Event description:
It was reported that while unpacking that the seal was compromised. A sensor .035 dual-flex str/150cm had been selected for use in an unspecified procedure. While unpacking the device, it was noticed that the "under side of the package was open" with no evidence of being sealed. The device did not contact the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".